Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 1 of 2: it was reported during use of bd vacutainer® plus citrate tube, erroneous pt and ptt results occurred in one patient sample. Testing of a new sample were normal. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd did not receive samples for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues observed. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results-pt, ptt. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Patient 1 of 2: it was reported during use of bd vacutainer® plus citrate tube, erroneous pt and ptt results occurred in one patient sample. Testing of a new sample were normal. There was no health impact or consequences reported.